Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. The malfunction alarm was cleared, and insulin delivery was resumed successfully.